Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 648-650 mg/dl. The customer changed the infusion set site and delivered a correction bolus. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an intravenous insulin drip and electrolytes. The customer was discharged the next day with the bg and dka issues resolved. The customer changed the supplies on the pump. The customer was to use daily insulin injections to manage diabetes.